Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that he remembers that the facility had requested a post MRI pump read, and they were able to read it with no issue. It was noted that the patient had been hospitalized. No additional information was reported. Clarification regarding the hospitalization, results of the MRI, and cause for the inability to establish telemetry remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for chronic lower back pain and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, the health care provider (hcp) could not establish telemetry with the patient's pump after an MRI. Troubleshooting was indicated as the patient was moved, and tried to ensure there were no sources of electromagnetic interference (emi). It was noted that they typically read the pump before, and thought someone likely read it yesterday, so he assumed they got telemetry at that point. No symptoms were reported. A manufacture representative was contacted to see if they could try to read it with a different programmer, but remained unknown if this occurred. The contact information for managing physician, the serial number involved, additional troubleshooting, actions/interventions, and cause/resolution remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.